Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements at implant. An attempt to reposition the lead was made, however removal difficulty was experienced. All other measurements were good and the device was successfully programmed to allow atrioventricular synchrony. No adverse patient effects were reported.